Event description:
Event description guidant received information that at a follow-up procedure, this transvenous implantable lead exhbited pacing impedance greater than 3,000 ohms. The lead was tested with a pacing systems analyzer and the impedance was also out of range.